Event description:
Healthcare professional reported left side "deflation". Patient later reported left side "experiencing leaking (deflation)". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed one opening side assessed as surgical damage and partial delamination side assessed as adhesive failure. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported left side "deflation." Patient later reported "experiencing leaking (deflation)." Healthcare professional additionally reported "hole, non-specific." The device has been explanted and replaced.